Manufacturer narrative:
The complaint is unconfirmed. One (1) device was received in unopened original packaging. The reported catalog and lot number was verified. The device was visually inspected without the use of magnification, for a minimum of (10) seconds, at a distance of (12) to (18) inches. No obvious defects were found and the device was dye leak tested per procedure which indicated that the packaging did not have a breach, the package was sufficiently heat sealed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 53 complaints, regarding 764 devices, for this device family and failure mode. During this same time frame 7,681,410 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. The instructions for use (IFU) advises the user that these devices should never be used when there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. Also not to be used when these devices fail the inspection described herein. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 130309a, pencil, pushbutton with holster for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence